Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device failed self-test for defib function. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Manufacturer narrative:
The device was returned to zoll canada for evaluation. The customer's report was observed and attributed to the processor/bridge/pace board. The processor/bridge/pace board was replaced to resolve the report. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.